Event description:
The user facility reported that the housing fell apart found during an inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequence, no medical intervention and no delay.

Manufacturer narrative:
A full UDI is not available due to unknown catalog number.